Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that she has elevated blood glucose for the past 3-4 days. She reported that her reading in 2007, in the morning was 440 mg/dl, at 2pm, it was over 500 mg/dl and at 5:30pm her blood glucose reading was 540 mg/dl. The pt reported that she felt "drunk". The pt stated that she administered a unit bolus at 4:30pm, but her blood glucose level had not reduced. The pt reported that she works at a hospital and will go to the emergency room and get a syringe with insulin to inject. The pt stated that she was at work and did not want to troubleshoot. In addition, she did not want to take the infusion device out of her pocket to provide the serial number. The pt reported that she will change her infusion site every 4-5 days to save money and her infusion set tubing every week. The pt was advised on the proper interval for changing the infusion site and infusion set tubing. The pt did report that she has a lot of scar tissue in her abdomen and was advised of other areas to try. A replacement piston rod was sent to the pt. Attempts to contact the pt were unsuccessful. No product is being returned.